Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion - insulin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "a dka patient was on insulin drip for few days was stable, then all of a sudden became hypoglycemic". Although requests were made, no additional information was received on patient outcome.

Event description:
It was reported that "a dka patient was on insulin drip for few days was stable, then all of a sudden became hypoglycemic". Although requests were made, no additional information was received on patient outcome. On march 24, 2026 the customer provided additional information to a bd practice consultant during an on-site visit. It was reported that the patient had a diagnosis of diabetic ketoacidosis and was on a ventilator and sedated. This patient had been on an insulin drip for a few days and was stable. All of a sudden, the patient became hypoglycemic. The details surrounding this event were unknown because it was a retroactive finding and evidence was collected after the fact. The date is unknown. Per the ICU manager, there is a hypoglycemic committee that reviews all hypoglycemia events in the hospital. They stated at the time of the review, the hospital team reviewed this patient¿s incident, and it was classified as an adr (adverse drug event). They stated that there was no explanation for this hypoglycemic event, alleging it may have been the pump module. However, she did state this patient was critically ill and had numerous co-morbidities that could have contributed to the hypoglycemic event. The patient ultimately passed away when the family withdrew care. The policy is to take hourly blood sugar checks. The interventions for this patient following the hypoglycemic event were unknown. Pharmacy: per pharmacist, pharmacy will order a dosing range of insulin and the bedside nurse will titrate the rate based off of gluccommander. Included on the insulin label is: dose, route, concentration, volume, drug name. Pharmacy provided a picture of an example of how the label would look on an insulin bag. The insulin standard concentration is 250units/250ml intensive care unit: information gathered was from a bedside nurse regarding policy and procedures for insulin: nurse reported the clinicians will perform blood sugar checks every hour. If the patient has a rapid decrease in blood sugar, they will check the patients¿ blood sugar every 15 or 30 minutes. Nurses will use gluccommander to determine rate. Once the patients¿ blood sugar has resulted, the result will be placed into gluccommander and based on that number the system will calculate the rate for the nurse. Gluccommander is embedded in the emr and is in a tab in the patient chart. The tubing reported by the nurse for the insulin was administered on bd alaris pump infusion set 0.2 micron filter. Ref: 2432-0007 and is be primed by the nurses at the bedside. Nurse reported that the bedside rn will perform a double check with a rate change. There is no double check for boluses. Pharmacy remains in the ICU so they would consult them on what to do next for that specific patient. No devices were sequestered for this event because it was not realized until after that there could have been and over infusion. The customer indicated they found a fentanyl waste discrepancy of 65ml during retrospective review. Customer indicated: "no lasting harm. Pt was on a ventilator so the fentanyl over infusion did not harm the patient. The hypoglycemic event caused temporary harm.".

Manufacturer narrative:
Correction: describe event or problem, manufacturing location. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had over infusion - insulin was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "a dka patient was on insulin drip for few days was stable, then all of a sudden became hypoglycemic". Although requests were made, no additional information was received on patient outcome. On (B)(6) 2026 the customer provided additional information to a bd practice consultant during an on-site visit. It was reported that the patient had a diagnosis of diabetic ketoacidosis and was on a ventilator and sedated. This patient had been on an insulin drip for a few days and was stable. All of a sudden, the patient became hypoglycemic. The details surrounding this event were unknown because it was a retroactive finding and evidence was collected after the fact. The date is unknown. Per the ICU manager, there is a hypoglycemic committee that reviews all hypoglycemia events in the hospital. [They] stated at the time of the review, the hospital team reviewed this patient¿s incident, and it was classified as an adr (adverse drug event). [They] stated that there was no explanation for this hypoglycemic event so they alleged it could be related to the pump module. However, she did state this patient was critically ill and had numerous co-morbidities that could have contributed to the hypoglycemic event. The patient ultimately passed away when the family withdrew care. The policy is to take hourly blood sugar checks. The interventions for this patient following the hypoglycemic event were unknown. Pharmacy: per pharmacist, pharmacy will order a dosing range of insulin and the bedside nurse will titrate the rate based off of gluccommander. Included on the insulin label is: dose, route, concentration, volume, drug name. Pharmacy provided a picture of an example of how the label would look on an insulin bag. The insulin standard concentration is 250units/250ml intensive care unit: information gathered was from a bedside nurse regarding policy and procedures for insulin: nurse reported the clinicians will perform blood sugar checks every hour. If the patient has a rapid decrease in blood sugar, they will check the patients¿ blood sugar every 15 or 30 minutes. Nurses will use gluccommander to determine rate. Once the patients¿ blood sugar has resulted, the result will be placed into gluccommander and based on that number the system will calculate the rate for the nurse. Gluccommander is embedded in the emr and is in a tab in the patient chart. The tubing reported by the nurse for the insulin was administered on bd alaris pump infusion set 0.2 micron filter. Ref: 2432-0007 and is be primed by the nurses at the bedside. Nurse reported that the bedside rn will perform a double check with a rate change. There is no double check for boluses. Pharmacy remains in the ICU so they would consult them on what to do next for that specific patient. No devices were sequestered for this event because it was not realized until after that there may have been and over infusion.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "a dka patient was on insulin drip for few days was stable, then all of a sudden became hypoglycemic". Although requests were made, no additional information was received on patient outcome.